Manufacturer narrative:
(B)(4)

Event description:
It was reported that a dexcom app crash occurred frequently between (B)(6) 2026 and (B)(6) 2026. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be a sql error. No injury or medical intervention was reported.